Event description:
In 2007, the lay-user/pt contacted lifescan (lfs) alleging the one touch ultra meter is giving inaccurate high readings compared to felling/normal readings. The complaint is classified based on the documentation of the customer care advocate (cca). The report issue started a week ago prior to contacting lifescan. The pt obtained readings of "141, 132, 132 mg/dl." The pt was also tested a backup meter obtaining a blood glucose of "108 mg/dl." At some point after the reported issue began, the pt developed symptoms of sweating. The pt did not take any action in regards to diabetes treatment and did not require medical intervention due to the reported issue. During the troubleshooting session, the pt verified that the meter was set to the correct unit of measurement setting (mg/dl), the meter's memory matched with the reported readings, he was using the correct testing technique, and the puncture area was clean correctly. This complaint is being reported because the pt allegedly developed symptoms, which can be suggestive of hypoglycemia after the reported issue started. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.